Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a right coronary artery that is 90% stenosed. During advancement of the 4.00x23 xience proa drug-eluting stent (des), difficulty was noted and the shaft bent. During removal of the xience proa des, resistance was noted due to the anatomy, guidewire, and guiding catheter and the shaft was observed to be fractured. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported noted separation/break (shaft) was confirmed. The reported difficulty to remove from anatomy, guidewire and guiding catheter could not be tested as it was based on operation context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. In this case, it is likely that the device interacted with the 90% stenosed lesion during advancement, as resistance was noted causing the reported failure to advance and noted material deformation (stent damage). Continued manipulation of the device, in combination with the challenging anatomy and interaction with the guidewire and guiding catheter, likely contributed to the noted material separation/shaft fractured and the reported noted deformation due to compressive stress (bent shaft) and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated.